Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 22186642. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 340487. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 340487. Product family: scs-linear leads, upn: m365sc2317500, model:sc-2317-50, serial: (B)(6), batch: 5086676.

Event description:
It was reported that patient was experiencing loss of efficacy due to spinal cord stimulation (scs) lead had high impedances. The patient underwent a scs explant procedure. The explanted device components will not be returned as it was kept by the facility.